Manufacturer narrative:
Patient information was unavailable from the site. This device is not approved/marketed in us, but is similar to a device marketed in the us. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. The system passed the visual inspection, the hardware system checkout, and the software application checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system was unresponsive. The issue was improved by rebooting the system. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Additional information: medtronic received additional information that during the system checkout, the issue was improved by inserting and removing the memory and the graphic board. If information is provided in the future, a supplemental report will be issued.